Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery on (B)(6) 2023, doctor had to perform an anterior vitrectomy (after hydrodissection). Cataract procedure was partially completed and an iol was inserted. Secondary intervention from retina will be needed and done at a later date to remove the rest of the cataract. Per doctor this was not related to the catalys. No additional information was provided.